Manufacturer narrative:
Philips service replaced the capacitors, tested the acquisition console onsite, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the acquisition console restarted and failed to boot on an integris allura 15 & 12 monoplane. The clinical use of the system was in use. There was no reported patient or user harm.